Manufacturer narrative:
Date of event: on an unreported date in (B)(6) 2018, the first episode of peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow up.